Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys toxo igm immunoassay results for 5 patients tested on a cobas 8000 e 801 module compared to the abbott architect method. The e 801 module serial number was (B)(4). For patient 1 the toxo igm result on the e 801 was 1.55 coi (reactive). For patient 1 on (B)(6) 2019, the toxo igm result on the architect was 0.07 (non-reactive). For patient 2 on (B)(6) 2019, the toxo igm result on the e 801 was 2.26 coi (reactive). For patient 2 on (B)(6) 2019, the toxo igm result on the architect was 0.50 (inconclusive). For patient 3 on (B)(6) 2019, the toxo igm result on the e 801 was 3.43 coi (reactive). For patient 3 on (B)(6) 2019, the toxo igm result on the architect was 0.23 (non-reactive). For patient 4 on (B)(6) 2019, the toxo igm result on the e 801 was 1.64 coi (reactive). For patient 4 on (B)(6) 2019, the toxo igm result on the architect was 0.08 (non-reactive). For patient 5 on (B)(6) 2019, the toxo igm result on the e 801 was 1.68 coi (reactive). For patient 5 on (B)(6) 2019, the toxo igm result on the architect was 0.27 (non-reactive). The abbott architect units of measure were not provided.

Manufacturer narrative:
Sample material was not available for further investigation. Without sample material to investigate, a specific root cause could not be determined. The investigation did not identify a product problem. The cause of the event could not be determined.